Event description:
Slightly injured the inside of my cheek [mouth injury]. Brush head fall off hand pieces mid-brushing/brush head sometimes comes off while brushing - oral-b toothbrush [device breakage]. Brush head has not been holding up very well - oral-b toothbrush [device connection issue]. Metal pin become worn down/wear and tear - oral-b toothbrush [device physical property issue]. Battery has not always charged reliably - oral-b toothbrush [device power source issue]. Case narrative: consumer stated on phone that the brush head fell off hand pieces mid-brushing and sometimes came off while brushing. The oral-b toothbrush had slightly injured the inside of their cheek. A metal pin became worn down and the battery also did not always charge reliably. The brush head had not been holding up very well on the oral-b toothbrush. Product investigation was done; the driving shaft of the toothbrush handle had heavy traces of usage and wear. Cause of failure was consumer related (usage of abrasive toothpaste for a long time caused extreme wear at the plastic dome and metal shaft). "No manufacturing cause" and "no design issue" were identified based on investigation. No serious injury was reported.

Manufacturer narrative:
Complained product received - user handling was identified as root cause for the complaint.